Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that probe block rb1 ball-bearing extension slide was rusted and misaligned preventing the probe block rb1 from completely extending to bottom of the probe. The fse cleaned, lubricated, and aligned the extension slide to resolve the leak. To resolve tube forward errors, the fse cleaned and lubricated the dead plate and sensors. The instrument was verified to meet specified requirements per established procedures. (B)(4).

Event description:
The customer reported a 3 ml leak from the probe wipe of a coulter lh 500 hematology analyzer. The leak occurred during instrument backwash and the instrument generated incomplete tube forward errors at the time of the leak. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.